Event description:
Caller reported a cgm error related to their sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance on resetting the pump, and the caller successfully started a new sensor session afterward.